Manufacturer narrative:
The reported complaint of low volume saline bags with a possible quattro catheter leak was confirmed during functional testing. A bonding leak was observed at distal end of medial 1 balloon during functional pressure leak test. The probable cause of the reported complaint was due to a latent material defect. Visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Observed blood residue on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at proximal end of medial 1 balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number: 92029.

Event description:
During a male patient intravascular temperature management (ivtm) therapy, the facility register nurse (rn) reported that one hour into hypothermia treatment, the thermogard system alarmed but no error message on the display screen. Rn noticed the saline bag had low volume fluid and changed to a second saline bag. Shortly after, fluid from second saline bag started lowering and blood tinge was observed on the saline bag, none in any of the tubing. At this point, quattro catheter (lot # 92029) leak was suspected. It is noted that the quattro catheter was placed into the patient's right femoral vein and the insertion was difficult. It was the first time for the physician to placed a catheter and took two attempts to insert the quattro catheter. There was no adjunct temperature used, ivtm therapy continued and completed with another suk, quattro catheter and same console. No known impact or consequence to patient information was provided.